Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. On 10-may-2007, the humapen ergo burgundy/clear pen body (lot number 40228) was reported to have a broken cartridge holder. This humapen ergo burgundy/clear pen body is associated with device. It was unk who operated the device or if the operator was trained. It was unk how long they had used the device for. The pen body was returned on 10-may-2007. It was unk if another humapen ergo device was continued or used. Additional info received on 24-may-2007 via product complaint database: changed device lot number. Edit made to narrative regarding pen continuation.

Manufacturer narrative:
Investigation in progress.